Manufacturer narrative:
H10: h3, h6: the reported devices were received for evaluation. A visual inspection revealed they were returned together, no lot identifications, and without any original packaging. The t1 has been cut from both sutures and not returned, and bio debris is present. For device one, the t2 is off the needle but attached to the suture, the suture is under the depth gauge, and the actuator is in the pre-t1/post-t2 position. For device two, the t2 is on the device and the actuator is in the pre-t2 position. A functional evaluation was performed on the returned devices and found that device one will cycle but the actuator attempts to stick at the tip and requires persistent manipulation before returning to the next pre-deployment position. Device two cycled the t2 off the needle and continued to cycle as intended. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. During the investigation it was not possible to identify a definitive root cause; however, it was concluded that the potential causes for the reported event include (1) the application of unintended, inappropriate, or excessive force during device use, and (2) user failure to fully actuate the device during the implantation process. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a meniscus suture procedure, the t2 implants didn't deploy from two (2) units of the fast-fix 360 curved didn¿t deploy. The t1 implants were successfully removed from the patient, they were ripped off. The surgery was completed with a back-up device instead. There was a surgical delay of less than 30 minutes, and no further complications were reported.